Manufacturer narrative:
The commander delivery system was returned for evaluation. During visual inspection it was observed that the thv outflow struts were bent and the inflow appeared partially deployed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery of the patient¿s anatomy relevant to the complaint was provided and revealed a slightly calcified and tortuous anatomy. A DHR review was performed and did not reveal any issues that could have contributed to the events. Additionally, a lot history review was performed and revealed no other complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ or ¿delivery system ¿ valve dislodged from balloon¿. A review of complaint history from january 2019 to december 2019 for the commander delivery system revealed other similar complaints with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified in any of the returned devices additionally, a review of complaint data for december 2019 revealed that the complaint rate has not been exceeded the control rate for the applicable trend categories. The IFU, prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure. The physician is instructed to maintain wire position when attempting to withdraw the crimped valve on the delivery system. The thv on the delivery system should be retracted into the esheath, ensuring the valve is completely within the sheath, just past the sheath tip. The delivery system and sheath should then be withdrawn as a single unit while maintaining guidewire position. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified and review of available information (returned device, complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. Further, no training/IFU deficiencies were identified. Per the event description ¿the physician quickly pulled back the valve, delivery system, and wire without fluoro guidance. When the delivery system came out the physician realized the valve was stuck in the sheath.¿ when retrieving a crimped valve, the procedural training manual states to ¿withdraw the delivery system and sheath as a single unit completed from the arteriotomy while maintaining guidewire position¿. As guidewire positioning was lost prior to delivery system retrieval, it is possible that the non-coaxial retrieval of the crimped valve into the sheath occurred resulting in the thv catching on the sheath tip during retrieval attempts and ultimately resulting in dislodgement. Additionally, as stated in the training manual, the ¿crimped thv aligned on balloon is larger than crimped thv off balloon¿, which in combination with non-coaxiality, could have contributed to difficulties during retrieval. Available information suggests that patient (tortuosity) and procedural factors (excessive force; loss of guidewire position) may have contributed to the complaint events. Since no edwards defect was identified during the evaluation, no preventative or corrective actions are required. Also, since no product non-conformance or IFU/training deficiencies were identified during evaluation and the occurrence rate did not exceed the complaint control limits, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, after advancing the sapien 3 valve across the native valve, the sapien 3 valve watermelon-seeded towards the left ventricle and aorta a couple times while trying to position and pull back the flex catheter. The valve and wire jumped into the ascending aorta again due to tortuosity and excess stored tension in the delivery system. The decision was made to remove the valve and delivery system as wire position had been lost in the lv. The physician quickly pulled back the valve, delivery system, and wire without fluoro guidance. When the delivery system came out the physician realized the valve was stuck in the sheath. Fluoro showed the crimped valve at the tip of the esheath. Glide wire was inserted into the sheath/valve and then an 8mm peripheral balloon was advanced distal to the crimped valve. Everything was removed as a unit - inflated 8mm peripheral balloon, crimped valve, and esheath. It was necessary to convert to femoral cutdown as the crimped valve had become stuck in the rcfa. A vascular surgeon removed the valve and repaired rcfa with bovine pericardium patch. Switched to lcfa for tavr.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.